Manufacturer narrative:
This report is to follow up with (B)(4). The incident has been verified with rep. It was the same as customer experience report (cer) reported initially. Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic prostatectomy- "trocar was used as assistant port. During the procedure, it was noted that there was a crack in the shaft of the cannula." Patient status - "no injury". (B)(4). Robot assisted radical cystoprostatectomy with ileal conduit, bilateral pelvic and obturator lymph node dissection - "after completion of robot portion of surgery it was noticed that the trocar was cracked down the shaft, approximately 1 1/2" long. No pieces were missing."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted a large crack in the cannula along with a dent opposite from the crack. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The dent in the cannula is likely the result of being placed under external force by the robotic mount. The root cause of the crack in the cannula cannot be confirmed. Although the exact root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. This report is to follow up with medwatch# (B)(4). In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.